Event description:
A vaxcel standard port was placed for therapeutic purposes on 03/2005. In 2005, it was reported the patient experienced pain and swelling around the port and a dye study revealed a fracture at the internal jugular turn. The catheter did not fully separate or migrate. The port was replaced.